Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: investigation of the returned guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a kink in the core 61.5 cm distal to the proximal end of the guide wire. The noted kink in the core was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis as no damage was reported during inspection prior to use. The investigation could not confirm the reported coating peeling of the guide wire; however, the teflon was scratched 67.5 cm distal to the proximal end for a length of 12 cm, which could have been the reported peeling. Damage to the teflon coating can occur due to, but is not limited to: manufacturing, device handling, interaction with patient anatomy/lesion, and/or interaction with other devices. It is possible that the guide wire came into contact with the edge of the guide wire introducer, and additional movement of the guide wire, such as during insertion, could have scraped the teflon coating distally as noted in the analysis. A conclusive cause could not be determined for the reported peeling teflon coating as it was not noted in the analysis and there is no indication of a product quality deficiency. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs a 100% visual and dimensional inspection of the wire including any coating defects. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that after placement of the balance middleweight (bmw) guide wire at the lesion site, the middle of the guide wire had reported peeling. The damage was noted after the use of a guide wire introducer and while the guide wire was in the patient. A new bmw guide wire was used with good results. No adverse patient effects were reported. No additional information was provided.